Event description:
Related manufacturer reference number: 1627487-2023-05997. It was reported that x-rays showed both cervical leads migrated. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.